Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. The device was filled with an unknown antibiotic and connected to the patient. Near the end of infusion, the reservoir burst. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual device is not available for evaluation by baxter; however, a photo of the sample has been submitted for a photographic evaluation. The evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received a photo of the alleged defective sample for evaluation. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.